Event description:
Device returned in large batch from medtronic, no oos form or reason for explant enclosed.

Event description:
Device returned in large batch from medtronic. No oos form or reason for explant enclosed.